Manufacturer narrative:
A clinical investigation was performed. During a follow up call, the pd nurse stated that the pt continues continuous cyclic peritoneal dialysis (ccpd) therapy with his liberty cycler. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in sterile field or aseptic technique. There is no history of cassette or tubing leak. The sample was discarded and not returned to the manufacturer for physical evaluation. The lot number was unk. Record reviews of the lots delivered to the customer within a one month time frame from the reported event were screened. There were no noted deviances regarding the reported event. The reported event of air in cassette alarm and peritonitis could not be confirmed. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
The peritoneal dialysis (pd) pt's contact reported that the pt experienced multiple air leak alarms and an event of peritonitis on the liberty cycler cassette. The pt was seen in the clinic complaining of abdominal pain, fever, and cloudy effluent. The pt was treated with intraperitoneal antibiotics.